Event description:
It was reported that the customer received a button error alarm on the insulin pump. No significant events leading up to the alarm were recalled. The customer's blood glucose was 147 mg/dl. It was advised to revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with intermittent buttons, due to corroded keypad traces. No button error alarms were noted. The insulin pump was received with a cracked case at display window corners and a severely srcatched lcd window.(B)(4)